Event description:
It was reported that a maquet service technician observed that when the hcu30 was turned on the system would display a 3032 error and reset display. The unit was returned for repair and loaner device was provided. No patient involvement. Reference: (B)(4).

Manufacturer narrative:
(B)(4). A maquet service technician determined the error codes indicated low coolant in the compressor and that the heaters had no power. The unit is currently under repair. A supplemental medwatch will be submitted if additional information becomes available.